Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. A software analysis was completed. It was determined that the behavior described is the intended behavior of the software; the pixel offset settings resolved the issue. It was stated that the software was functioning as designed. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). The reported issue occurred pre-operatively. A medtronic representative (rep) called in and said the images were inverted. Technical services (ts) sent the rep the pixel offset settings which resolved the issue. Resolution was confirmed on call. There was no delay to the case, and there was no impact on patient outcome.